Event description:
It was reported that blood and fluid leaked from the bd ext¿ stabilized extension set with nearport¿ IV access extension tubing and near port connection. The following information was provided by the initial reporter: "there was leaking coming from where the extension tubing met the near port. Blood/fluid leaking, had to replace extension tubing with new one".

Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one ext stabilized extension set from material number 201-0006, lot number 9452362. The returned sample exhibited evidence of use and a functional test was performed. A leak test was performed by flushing air through device while submerged under water to check for the presence of leaks. A small stream of air bubbles leaked from the side of the t-port where it connects to extension tubing, confirming the defect of leakage. This was physical/mechanical evidence to confirm and support a manufacturing related issue for the reported defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is building 8195 and madison. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood and fluid leaked from the bd ext¿ stabilized extension set with nearport¿ IV access extension tubing and near port connection. The following information was provided by the initial reporter: "there was leaking coming from where the extension tubing met the near port. Blood/fluid leaking, had to replace extension tubing with new one".